Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results when testing two patients with coaguchek xs pro meter serial number (B)(4). Of the two patients, one had an erroneous result. A sample from the patient was tested on the meter at 10:30 a.m., resulting as 4.4 inr. A sample collected from the patient at the same time was tested in the laboratory using the dade innovin method, resulting as 3.3 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive any treatment based on the meter result. The patient is stable and well. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per month. The patient did not have any hematocrit issues. The customer did not know if the patient has antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dose had not changed. The patient did not have any new medications. The patient has had no changes in diet and no additional illnesses. The patient did not have any special or unusual diet. The patient has not had any bleeding or bruising. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 286324) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer's test strips were returned for investigation. The returned strips and retention meter were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.4 inr; donor 2 inr: 2.6 inr. Donor 1 hct: 38%; donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 2.5 inr; retention meter with customer strips vial #1: 2.5 inr; retention meter with customer strips vial #2: 2.5 inr. Donor 2: retention meter with masterlot strips: 2.6 inr; retention meter with customer strips vial #1: 2.6 inr; retention meter with customer strips vial #2: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.